Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer would clear the alarm and resume insulin. There was no impact to customer's blood glucose level.